Event description:
It was reported that asymptomatic patient had received an alert for a diagnostic anomaly where non-sustained lead noise event was incorrectly diagnosed. Programming changes were recommended. Patient will continue to be monitored.